Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. Following the insertion of the farawave catheter into the proximal end of the faradrive sheath, a continuous return of air through the hemostatic valve of the faradrive sheath was noted. The faradrive sheath was replaced with a new faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the sheath noted that the sheath was returned with the dilator still inserted. The dilator was removed to prepare the sheath for leak testing. While attempting to purge air out of the sheath by injecting deionized water into the flush lumen port, a severe leak was seen from the hemostatic valve. Due to the leak, the device could not be prepared for leak testing as air was able to re-enter the sheath after each flush of deionized water. Microscopic inspection of the hemostatic valve identified a tear in the opening slit of the external valve that is designed to seal around the inserted device, resulting in a leak path compromising the performance of the valve at sealing pressure inside the sheath. The internal valve was also found to be deformed inward towards the distal end of the sheath, resulting in the loss of its ability to seal pressure as the valve no longer naturally reverted to its original closed-slit state.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. Following the insertion of the farawave catheter into the proximal end of the faradrive sheath, a continuous return of air through the hemostatic valve of the faradrive sheath was noted. The faradrive sheath was replaced with a new faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.